Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. Data was provided for investigation. The reported pairing failure was not confirmed but a failed transmitter error was confirmed. The root cause could not be determined . The reported issue of a pairing failure is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it failed due to no voltage.the log was downloaded and reviewed finding a failed transmitter error. The allegation was not confirmed. The root cause could not be determined.